Event description:
As initially reported by the non-healthcare professional stating that consumer experienced blurry vision, red eyes, sensitive to light and corneal ulcers on both eyes after wearing the contact lens. No medical attention was sought for the symptoms. The current status of consumer¿s eye was symptoms resolved at time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.